Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. Post operative xray and CT showed that the trunk-ipsilateral leg component failed to fully expand due to extensive reorientation of the component prior to deployment which required and additional stent graft. The patient was discharged from the hospital on (B)(6) 2011.